Event description:
Line inserted on (B)(6) 2012. On (B)(6), catheter completely fractured at the conjunction of tubing and oval disk.

Manufacturer narrative:
Results of a device evaluation will be filed in supplemental when sample is received.